Event description:
According to the facility, "dr. (B)(6) was performing an excision of a scalp lesion and found strands of cotton threads inside the surgical wound, which had separated from a 4x4 rfid raytec sponge."

Manufacturer narrative:
According to the facility, "dr. (B)(6) was performing an excision of a scalp lesion and found strands of cotton threads inside the surgical wound, which had separated from a 4x4 rfid raytec sponge. He used forceps to remove the threads from inside the surgical wound". There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.